Event description:
It was reported that the flex arm did not tighten at the largest joint during an unspecified spinal surgery.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Functional evaluation revealed that the screw in the ¿big¿ joint of the flex arm was turned out so far that it became jammed in the nut causing the nut and screw to just spin together. The item functioned properly once the jam was loosened.